Manufacturer narrative:
Complaint confirmed, the ar-9507rgdp-3 device was returned with two broken pins, stuck in two of the ø.096 in holes. The available holes were found to meet specifications. The pins remain unidentified and do not match the drill tip features of 2.4 mm osteotomy guide pins required per surgical technique. Further information provided indicated the pins used are 2.5 mm pins from another manufacturer which are not designed to be used on the ar-9507rgp-3. The cause of the event is thus not following surgical technique.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a univers revers shoulder surgery wires got stuck in the holes of the device and broke off. No broken parts were loose inside the patient and had to be retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully by sawing freehand. It was not necessary to do a second surgery.